Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis. The top case was cracked with visible contamination. The plunger case was cracked. Components l2 and r3 were burnt on the interconnect board. When the product was powered up, the fault was replicated. Based on the evidence, the complaint was confirmed. The root cause is attributed to normal wear and tear of the interconnect board.

Event description:
It was reported that smoke emitted from a medfusion® 3500 syringe pump while a biomedical engineer was working on it. No injury was reported.